Event description:
It was reported that during a supply change the screen assembly on the ilet began separating, with the adhesive bond failing at the display area, leaving the device no longer watertight; the customer¿s blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem at the display component consistent with a loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.